Manufacturer narrative:
B3 date of event was revised as it was entered incorrectly on the initial report that was submitted. D6b added explant date. E1 revised initial reporter address line 1, zip code and zip code extension as they were entered incorrectly on the initial report that was submitted. H11 information was added as it was omitted from the initial report that was submitted. This is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h10 for the related report number. Investigation summary: the investigation has been completed. Arrhythmia : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hemoptysis/hypertension : the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
Clinical assessment by e. Schwaiger: a (B)(6) year-old male patient with a past medical history of renal insufficiency, diabetes mellitus type ii, and below-knee amputation (bka) presented with st-elevation myocardial infarction and acute renal failure and worsening cardiac function. A right and left heart catheter showed multi vessel disease. So, he was transferred to another hospital for further evaluation, which showed a cardiac index of ci 2.1, a compromised left ventricular ejection fraction of 35%; small pent foramen ovale on echo. In the heart team it was decided to place impella 5.5 via the axillary insertion route without a revascularization done. On the first day the complaint was filed as the patient suffered from atrial flutter but no impella-related issues were observed, no bleeding or hematoma observed. Impella 5.5 was first thought as the indication bridge to recovery but the patient was also evaluated for a long-term assist device (lvad). On the fifth day of impella 5.5 support, the patient was mobilized (as started 2 days earlier) and the weaning process of impella 5.5 was started, reducing the performance level from 9 to 4. On the sixth day the explant was planned but due to hypotension the care team decided to keep the heart pump in for a little longer. Additionally, hemoptysis was observed, so, the patient was brought to computer tomography (CT) and the impella 5.5 support was continued without any impella related issues. As the patient was not an lvad candidate eventually, the patient was on impella 5.5 support for 23 days in total and the device was successfully explanted and the patient treated with medication.

Manufacturer narrative:
B3: corrected date of event. H6: per a review of the complaint record: omitted code e2320, e0601. Added e2320.

Event description:
The complainant reported a patient was in atrial flutter (af). Pressors weaning as tolerated and patient remain on epinephrine and heparin. The patent was planned for explant, but remained on care for longer due to hypertension. Hemoptysis noted and patient will be brought for CT.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.